Manufacturer narrative:
(B)(4). According to the complaint communication form, product is not being returned for eval. Product not returned for eval.

Event description:
Catheter dislocated and migrated to the heart. Port was removed. Pt died during/after explant procedure. Per complaints form: they have implanted a peripheral port catheter device. After the procedure, it look like all very well, but on the ward the port doesn't work. So they made a overview and the port catheter was dislocated in the right heart, so they started to retrieve the catheter in the cath lab and remove the port chamber. During this, they ruptured the femoral vein and the pt get worse so they have to reanimate but with no good result the pt died. Catheter section was removed using a snare over a long sheath through the femoral vein. Add'l procedure: port explant. Pt died during/after explant procedure.